Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter and the struts perforated to the inferior wall and to the mesentery, migrated to cephalad region and device was unable to be retrieved. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: a sample evaluation could not be performed as the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately four years post deployment, CT scan revealed that two of the filter struts perforating the ivc wall. Following month, the patient experienced back pain. Multiple unsuccessful attempts were made to retrieve the filter using the gooseneck snare and french sheath. Therefore, the investigation is confirmed for the perforation of the ivc wall and retrieval difficulties. However, the investigation is inconclusive for the filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: a sample evaluation could not be performed as the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately four years post deployment, CT scan revealed that two of the filter struts perforating the ivc wall. Following month, the patient experienced back pain. Multiple unsuccessful attempts were made to retrieve the filter using the gooseneck snare and french sheath. Therefore, the investigation is confirmed for the perforation of the ivc wall and retrieval difficulties. However, the investigation is inconclusive for the filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter and the struts perforated to the inferior wall and to the mesentery, migrated to renal vein and device was unable to be retrieved. The device was removed percutaneously. The current status of the patient is unknown.